Manufacturer narrative:
The device was evaluated by the field service engineer (fse), who confirmed the customer's navigation ring issue. The fse replaced the front bezel to address the navigation ring issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported. The defective front bezel was returned for failure analysis. Previous investigations have shown that the root cause of the navigation ring failures was liquid ingress due to the variability of the assembly process.

Event description:
It was reported to philips that the device had a user interface navigational failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.